Event description:
The pt experienced a return of symptoms. A catheter dye study was attempted, but no csf/backflow was attained so the procedure was aborted. They were uncertain if there was a catheter break/tear/hole or possible catheter dislodgement from the intrathecal space. The catheter was replaced. The pump was prophylactically replaced to avoid in-vivo battery depletion. There was reported to be no pt injury. The pt recovery without sequela. The pt was at home and doing well. The device system was used to delivery lioresal.

Manufacturer narrative:
(B) (4). The pump and catheters have been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.